Event description:
It was reported to philips that the system gave a remote alert indicating geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the diagnosis procedure was completed as planned with a delay of 1 min. The system remote alert indicated issues related to geometry movements unavailable. The field service engineer (fse) went onsite and identifies there was intermittent geometry reboots. The fse replaced amc drive, niu board, cable. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.